Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for fecal incontinence/sacral nerve stim and gastrointestinal/pelvic floor patient reported that their recent ins was taken out in (B)(6) of 2018 because it 'broke' when she fell down the stairs. The ins was taken out but did not put a new one in. No symptoms reported. No further complications were reported or anticipated.